Event description:
It was reported that the ilet user deployed an infusion set incorrectly during a supply change when the teflon cannula detached from the applicator before insertion, after which the user was guided through a site-only change. Persistent high glucose readings followed with no visible site issues, and a full set and cartridge change were advised though the user chose to wait. Symptoms included hyperglycemia with glucose readings reported as high and no glucometer available to confirm. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was attributed to an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.